Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and that a resume pump alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and no additional information was able to be obtained.